Manufacturer narrative:
The reported issue and related event on the same system were evaluated by medtronic personnel. The probable cause of the anomaly is suspect to be a hardware based issue as camera and cable replacement resolved the issue under a separate issue.

Manufacturer narrative:
Patient identifier not available from the site. On 01/03/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial cavernoma procedure, the site's navigation system was displaying 'localizer disconnected' message and they were unable to track instruments. This occurred part way through the procedure. No further details regarding the behavior were provided. In trouble-shooting, green lights on the positioning sensor unit (psu) and polaris spectra system control unit (scu) were checked and re-seated the connection to the computer, however, issue was not resolved. A second system re-boot restored normal function and connection was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.